Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site (described as a zapping sensation by the patient ) as well as discomfort due to the ipg angled superficial to the surface of their skin. Subsequently, x-rays obtained of the scs system revealed no anomalies. However, the physician opted for surgical intervention as the next course of action to address the issues. Follow-up identified the procedure was undertaken on 02 july 2018 wherein the original ipg pocket site was revised to a more comfortable level for the patient. Postoperatively, therapy was restored with satisfactory coverage.

Event description:
Follow-up identified the issue resolved.

Manufacturer narrative:
The explant date was inadvertently included in the initial report as the date was not required due to the existing device was repositioned and not explanted during the previously reported surgery.